Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the diagnostics reports during the programming indicated high impedance on the supra orbital lead. X-rays revealed that the lead pulled out of the extension header. As a result, patient underwent surgical intervention (B)(6) 2019 where in the lead was re-connected to the extension. Issue resolved post-operatively. It is unknown which supra orbital is liable so both leads are reported.